Event description:
Drug/diluent: not applicable. Fill volume: not applicable. Flow rate: not applicable. Procedure: two stage lumber decompression and infusion on (B)(6) 2013. Cathplace: left mid back. A broken catheter was reported, dual on-q was placed and upon removal one catheter broke, it was removed by the anesthesiologist on (B)(6) 2013. Patient was then taken to the operating room on (B)(6) 2013 and section was removed under anesthesia. The incident report list the nurse in the operating room at the time of removal as stating the catheter was sutured in. The section of the catheter that was removed was not kept, and the patient is reported to be in stable condition. Patient contact: yes. Medical intervention: yes. Additional information received (B)(6) 2013. Risk manager sent in a voluntary medwatch form 3500a with additional information. Medwatch description: patient had an on-q catheter placed on (B)(6) 2013, in the operating room during the second state of a two stage lumber decompression and fusion. On (B)(6) 2013, the physicians assistant attempted to remove the catheter and met resistance, the anesthesiologist was asked to assist with the catheter. As the anesthesiologist attempted to remove the catheter it broke. The patient was taken to the operating room on (B)(6) 2013 to remove the remaining piece. In operating room it was identified that the on-q catheter had been stitched by one of the closing sutures. It was reported by the risk manager that the medwatch 3500a form was never sent to the FDA. Note: I-flow will populate the information that was received by the risk manager in the submitted 3500a form.

Manufacturer narrative:
Method: the actual device will not be returned to the manufacture for an evaluation and investigation. A device history record (DHR) was conducted for the reported lot number. Results: evaluation methods were not performed; therefore, no results can be obtained. The device met all manufacturing specifications at release. Conclusions: the device will not be returned, it was discarded by the end user. Further investigations are being conducted with the reported information. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.